Event description:
It was reported that patient underwent surgery to replace his inflatable penile prosthesis (ipp) due to fluid loss at the input tubing. One of the input tubing was cut in half, it was broken. A new ipp was implanted. No information about the patient outcome is available at the moment. Additional information was received. During the replacement surgery, the input tubing was noticed as having failed. It looked like it had worn out and had separated. This is where the suspected fluid leak happened. Additional information was received. Device stopped pumping.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of fluid loss was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that patient underwent surgery to replace his inflatable penile prosthesis (ipp) due to fluid loss at the input tubing. One of the input tubing was cut in half, it was broken. A new ipp was implanted. No information about the patient outcome is available at the moment. Additional information was received. During the replacement surgery, the input tubing was noticed as having failed. It looked like it had worn out and had separated. This is where the suspected fluid leak happened. Additional information was received. Device stopped pumping.